Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the medical agent was blocked at the snaplock adaptor while flushing the catheter. Therefore, a new catheter and kit was used.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and snaplock assembly with no relevant findings. The customer reported the medical agent was block at the snaplock while trying to flushing the catheter. The customer returned one snaplock assembly and an opened empty kit. No epidural catheter was returned. The returned snaplock assembly was visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed that the snaplock assembly typical with no observed defects or anomalies. A functional flow test was performed on the returned snaplock assembly and a lab inventory epidural catheter per (B)(4) section 7.8; rev. 7. The lab inventory epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester ((B)(4) and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. No blockage was found. A corrective action is not required at this time as the root cause could not be determined based on no catheter was returned, only the snaplock assembly. The reported complaint of the medical agent being blocked at the snaplock while trying to flush the catheter could not be confirmed based on the sample received. The customer returned a snaplock assembly , but no catheter was returned. A flow test was performed on the returned snaplock assembly with a lab inventory catheter with no blockage found. A device history record review was performed on the epidural catheter and snaplock assembly with no relevant findings. Therefore, based upon the condition of the sample received, the information provided, and the fact the catheter was not returned, the potential cause of this complaint could not be determined.

Event description:
It was reported that the medical agent was blocked at the snaplock adaptor while flushing the catheter. Therefore, a new catheter and kit was used.